Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed a voltage drop and battery alarms on 08/14/2015. The battery compartment was observed to be cracked. The returned battery cap was able to fully attach on to the pump. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.